Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patient's concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified the weight the device within specification, crease fold and deformation. Based on the device analysis the final assessment is no issues found related with the manufacturing. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.